Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in a stored untreated episode. This device was tested in clinic with provocative maneuvers. Noise was able to be reproduced while palpating the device. The noise was determined to be myopotential in nature. The physician subsequently decided to explant the s-ICD system and replace with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in a stored untreated episode. This device was tested in clinic with provocative maneuvers. Noise was able to be reproduced while palpating the device. The noise was determined to be myopotential in nature. The physician subsequently decided to explanted the s-ICD system and replace with a transvenous system. No additional adverse patient effects were reported.